Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold and broken shell. A microscopic analysis was performed which identify crease sharp opening on radius and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on radius due to a fold flaw opening. Non-penetrating nick. Additional, changed, and/or corrected data: d9,d4,h3, h4,h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.